Manufacturer narrative:
Insulin pump received with intermittent act button response due to corroded keypad traces. No button error alarm noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.